Manufacturer narrative:
Distributor information: hospira inc. Us service center, (B)(4), exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "the pump gives accidental bolus doses of narcotics without pressing the bolus button - client's patient received accidental bolus doses of narcotics from the sapphire pump. Patient claimed that she did not press the bolus button located on the device but is getting boluses when she did not press the button. Patient involvement: yes. Death/serious injury: no. Human harm: no."